Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the event is not known, however it was reported that it occurred sometime since (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link needle free IV connector was involved in an underinfusion. The reporter stated that gravity infusion of a 1l IV bolus took over an hour. The exact infusion rate was not specified, however it was stated that it should not have taken over an hour. The device was connected to a 20 gauge catheter and clearlink system solution set (baxter product). The reporter stated that this issue was not encountered when an interlink (baxter product) valve was used instead of one-link or when using an IV pump instead of gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.